Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Medtronic representative reported via email low blood glucose levels and issues with the insulin pump. Customer's blood glucose level was 47 mg/dl. Troubleshooting for low blood glucose was performed. Customer advised they had issues with the sensor in addition to their low blood glucose levels. Customer declined to troubleshoot low blood glucose and advised they changed their settings which may be the reason for the issues they experienced.